Event description:
It was reported that a preloaded intraocular lens (iol) broke inside the plunger. There was no patient contact. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Not applicable because no patient contact. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 16, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveals that the complaint device was received with the plunger rod advanced. Viscoelastic residue was distributed through the length of the cartridge. The lens was observed to be stuck in the cartridge tip. The lens module presented no damage or viscoelastic residue. The device assembly was inspected. The plunger rod advancement presented with no issues. The lens could not be removed for evaluation. The complaint issue " lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.